Event description:
It was reported that this left ventricular (lv) lead had exhibited a gradual increase in impedance measurements that lead to high out of range measurements above 2000 ohms and a lead safety switch (lss). Thresholds were stable and no oversensing was noted. Technical services (ts) was consulted and recommended reprogramming options. This lv lead remains in service. No adverse patient effects were reported.